Event description:
The customer reported that falsely depressed sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension exl with lm and non-siemens instrument(s). The repeat results were in the normal range and considered correct. The repeat results obtained from the alternate dimension exl with lm instrument were reported to the physician(s). The customer declined to provide additional information, number of additional patients impacted, or any results to siemens. There are no known reports of patient intervention or adverse health consequences due to falsely depressed na results.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on patient samples on a dimension exl with lm instrument. Quality control (qc) was acceptable before the samples were processed. The customer replaced the sensor and standard a and ran condition and dilution check, calibration, qc, and patient correlation study between instruments, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse identified a leak around the pump head. The cse replaced the tubing and reagent management system (rms) load button assembly and ran 45 integrated multisensor technology (imt) repetitions as part of precision testing, which passed. The cause of the falsely depressed na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00138 on 03-may-2024. Additional information (16-may-2024): in the initial report, it was reported that a customer service engineer (cse) identified a leak around the pump head. This is a clarification that the customer identified a leak around the pump head and the cse addressed it with the activities performed in the initial report. Siemens further evaluated the event and determined that the replacement of standard a consumable and integrated multisensor technology (imt) quicklyte sensor and conditioning of the imt system resolved the cause of the discordant results. The component code in section h6 was added to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.